Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013283, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013283 was manufactured according to the work instruction (wi), version 82 and manufactured in the multivac 12 on 15-may-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set. The lot 5e01622 was manufactured according to the work instruction (wi) version 29 and manufactured in the quickset line, on 15-may-2025, with a total of (B)(4) units. The lot 5e01623 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset line, on 15-may-2025, with a total of (B)(4) units. The lot 5e01624 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset line, on 16-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 5e01602 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04 -08, on 12-may-2025, with a total of (B)(4) units. The lot 5e01606 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04 -08, on 15-mar-2025, with a total of (B)(4) units. The lot 5e00298 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04 -08, on 11-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.